Manufacturer narrative:
(B)(4). Lot number and device manufacture date: lot number : manufacturing date: 2100172537, 10 mar 2017. 2100184075, 27 mar 2017. 2100222930, 22 may 2017. 2100254568, 3 jul 2017. 2100256485, 5 jul 2017. 2100272640, 24 jul 2017. Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection and were visually inspected. Results: visual inspection revealed a crack along one or both of the swivel ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via our distributor that the y-piece of the rt266 infant dual-heated evaqua2 breathing circuits were cracked. This was found before patient use.